Manufacturer narrative:
Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that during use of the pen ii omnitrope pen 10 the plunger lost resistance when pressing the button no medication was delivered. The application button is sliding damaged. The following information was provided by the initial reporter: plunger lost resistance: ¿informed that the pen 10 was 'spoiled'. In contact with the customer the same informs that he makes use about 1 year, but has some moments of pause. The customer informed damaged pen and informs that when was handling realized that the button of application was 'sliding' he pressed the button and did not leave medication.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the pen ii omnitrope pen 10 the plunger lost resistance when pressing the button no medication was delivered. The application button is sliding damaged. The following information was provided by the initial reporter: plunger lost resistance: ¿informed that the pen 10 was 'spoiled'. In contact with the customer the same informs that he makes use about 1 year, but has some moments of pause. The customer informed damaged pen and informs that when was handling realized that the button of application was 'sliding' he pressed the button and did not leave medication.¿